Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing episodes were noted due to noise on the right atrial lead. No intervention will be performed at this time and the device will continue to be monitored. Patient was in stable condition.